Event description:
I finished priming my medtronic 751 insulin pump and forgot to exit the prime mode. I then hooked the tubing to my infusion site as usual. A few hours later I noticed my blood sugar was high and went to correct via the insulin pump. I realized the pump was still in prime mode 3 hours later. The concern is that if the "act" button was accidentally depressed and held while in prim,e mode, it could have delivered the entire reservoir of insulin causing a severe hypoglycemic event or death.